Manufacturer narrative:
Since the in-process reports and test of retain sample from the same batch showed ok results, we conclude that the drain possibly could tear following some damage in use.

Event description:
Broken/cracked/fractured during use:fracture at the drain tube joint during use.